Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited diagnostic anomaly which triggered false consecutive premature ventricular contractions (pvcs) episodes. No changes or interventions were done. There were no patient consequences.

Manufacturer narrative:
The reported event of the device triggering consecutive premature ventricular contractions (pvcs) was confirmed via provided device records. It was determined that the atrial events were occurring earlier than the expected interval, which caused the device to trigger consecutive pvcs. The device was performing per design.